Event description:
It was reported that reported that a broken versajet was found and the handpiece wont lock to the console, per operating room staff they tried multiple handpiece.

Manufacturer narrative:
The device intended to be used in treatment has been returned for evaluation establishing a relationship between the reported event. A visual inspection reported no defects found, the functional evaluation confirmed handpiece would not lock to the console, root cause determined as corrosion within the device. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history file contains related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.